Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report 3004209178-2015-51203.

Event description:
We were notified via a legal notice that the customer has passed away. It was reported that on or about (B)(6) 2013, until on or about (B)(6) 2013, the customer was using the insulin pump. On or about (B)(6) 2015, until on or about (B)(6) 2013, while laying asleep, the customer the customer did not receive enough insulin. As stated in the report, the customer fell into a diabetic attack. On or about (B)(6) 2013, the customer was found in a state of unconsciousness and unresponsiveness, yet alive. The customer was hospitalized in a comatose state, underwent many medical tests, had little brain and limb movement, was unable to eat, drink or move, and developed respiratory, acute renal and other organ failures. The customer died at the age of (B)(6).